Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's mother stated that the patient was having issues breathing and was vomiting. The patient's mother stated that they believed the personal diabetes manager (pdm) is not reading the blood glucose levels accurately. The patient first went to the hospital, then was transported to the intensive care unit. The patient's blood glucose levels were over 300 mg/dl. The patient was treated with intravenous therapy with insulin drip.